Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer addressed high blood glucose level with a correction injection via mdi, and no third-party assistance was required. Technical support provided pump reset information and assisted caller with resetting pump; malfunction did not recur after reset, and customer could continue using pump. Caller was instructed to call back if any malfunction code recurred and acknowledged understanding.